Event description:
It was reported that during a vats lobectomy procedure, there were malformed staples. Another device was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 05/08/2009. Info anticipated, but unavailable at this time.